Manufacturer narrative:
The reported field event of device backup operation or reset was confirmed in the laboratory. The device image was reviewed and found numerous high voltage activities were observed on (B)(6) 2020 due to the patient¿s arrhythmia. The diagnostics showed the device performed 15 high voltage therapies within 10 minutes. The therapy resulted in resets from the high voltage controller integrated circuit and caused the device to enter backup mode. All other device functions were normal. The reported event of inappropriate therapy and incorrect interpretation of signal could not be confirmed. Review of the device data showed normal therapy delivery and normal sensing based on programmed parameters.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing multiple shock therapies from the implantable cardioverter defibrillator on (B)(6) 2020. Upon examination, the device was found in backup vvi operation with stored episodes of atrial fibrillation with rapid ventricular response (af with rvr). It was suspected that the device went into backup operation which disabled the discrimination of supraventricular tachycardia causing the episodes of af with rvr and subsequent delivery of high voltage therapy. It was also noted that the device had reached elective replacement indication and a device replacement was recommended. The patient was in stable condition at the time of this observation.

Event description:
New information received stated that the device was explanted and replaced on (B)(6) 2020.

Event description:
New information received stated that the patient was seen in clinic in (B)(6) 2020 with no reported issues following the procedure.